Event description:
On (B)(6) 2025, the user reported experiencing multiple low blood glucose (bg) events while using the ilet device. During the reported event, the lowest bg was 60 mg/dl. Bg was corrected with orange juice and chocolate, and the device provided a low bg alert. The event did not require medical intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.